Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70, serial number: (B)(6), batch/lot number: 5005984, model/catalog description: infinion pro lead kit, 16 contact, 70cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had migrated and was confirmed via x-ray. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted. The patient was doing well postoperatively.